Event description:
Boston scientific received information that following gall bladder surgery for this patient, a rate of 130 ppm was observed. It was noted that the patient has intermittent atrial fibrillation (af) which occurred today with multiple mode switches. The caller reported that after temporarily breaking the rate with magnet application, it resumed at 130ppm. The device was reprogrammed from dddr mode with minute ventilation (mv) on to ddd mode and mv to passive, which resulted in a steady rate of 70-72 ppm. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed that it sounds like the sensor was driving the pacing since the rate resumed immediately after the magnet was removed. The consultant informed the caller that mv can sometimes interact with hospital equipment which results in the elevated rate. No other adverse events have been reported. This product issue will be updated if additional information is received.